Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test, and extended and retracted within specification.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was difficult to fixate to the target position. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.